Event description:
It was reported that alert/notification settings occurred. On (B)(6) 2024, the patient experienced an issue with receiving alerts and or notifications. The missed alert would have occurred between 3 and 6pm, and the patient would have not received the alert on her smart watch. The patient reported a hypoglycemic coma because of this and went to the hospital, even though it was not reported how the patient went there. At the hospital, the patient was given treatment with food and juices. The patient was discharged after spending 3 hours at the hospital and at the time of the report the patient stated they had recovered. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was determined to be that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).